Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2011 after experiencing -strange- palpitations. The left ventricular lead was found to be dislodged and non-functional. Attempts to reposition the lead on (B)(6) 2011 were unsuccessful. The lead was removed and replaced.